Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer was "scared to death" to resume use the pump. The customer had been off of the pump for approximately one year and was using insulin injections to manage diabetes. Multiple attempts were made to confirm why the customer was scared and the contact stated that the customer did not feel safe using the present pump. No additional information was provided.